Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and found out that the cooling fan was obstructed with the dust. The dust was removed, and the unit was returned to service.

Event description:
The hospital reported that, the unit overheated and stopped ventilation. There was no reported patient involvement.